Event description:
It was reported, that during a device change out, due to normal eri. Oversensing noise were noted, on both right atrial (ra) and right ventricular (rv) leads. These leads were capped and replaced on (B)(6) 2024. The patient is in stable condition.